Event description:
Ultrasound guidance was used to locate the femoral artery and the artery was accessed b palpation. The needle introducer was placed and the wire was passed through the needle. The needle was passed off to the sharps container on the femoral arterial line kit. The 3-fench dilator was utilized to dilate the vessel and then placed the catheter over the wire using the seldinger technique. The wire was removed and there was pulsatile flow, confirming placement was in the femoral artery. After the catheter was hooked up to the pressure bag, the catheter tip broke free.